Event description:
It was reported that the customer experienced a blood glucose (bg) level of 565 mg/dl; cause was unknown. The customer changed infusion set and reverted to an alternate method of insulin therapy to address bg at the recommendation of the customer¿s diabetes educator. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.